Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot up cycle. The customer stated that when he attempted to get into the service menu, the device froze. As a result, the device could not provide defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is no longer supported by physio; therefore parts are no longer available for this device, nor is it serviceable. Physio recommended that the device be permanently removed from service and that a replacement be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.